Event description:
It was reported that the patient was having surgery to correct a pocket hematoma that developed after implant. The physician opened the pocket to close a few bleeders that caused the hematoma. The ICD was returned to the pocket after pocket revision. No patient complication associated with the surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.